Event description:
It was reported by service report that the crossbar was bent and the breakaway head section did not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bent release crossbar on the breakaway head section.